Event description:
Two (2) discordant falsely depressed loci high-sensitivity troponin I (tnih) results were obtained on a patient sample during the repeat testing on a dimension exl 200 system. One of the falsely depressed results was reported to the physician(s), and the result was questioned. The same sample was reprocessed on the same dimension exl 200 system. Higher results, considered correct, were obtained and matched the prior tnih result obtained during the initial testing. A corrected report was issued. There are no known reports of patient intervention and adverse health consequences due to the falsely depressed loci high-sensitivity troponin I (tnih) results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed loci high-sensitivity troponin I (tnih) results obtained on a patient sample on a dimension exl 200 system. Siemens is investigating the event.

Manufacturer narrative:
Additional information (03-oct-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Calibration was within specifications, and quality control (qc) results were within the customer's expected ranges. Hsc observed that the customer used dilution factors of 1/10 and 1/20 when performing manual dilution at the time of the event. As per the dimension exl loci high-sensitivity troponin I (tnih) instructions for use (IFU), the customer should not use a dilution factor greater than 1/5 when performing manual dilution. The customer was educated by siemens on diluting tnih samples. The cause of the event is consistent with the customer handling the sample diluent and using higher dilution factors on the dimension exl 200 system during manual dilution. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00206 was filed on 29-sep-2023.